Manufacturer narrative:
Final device analysis of the implantable neurostimulator (ins) revealed the following: no significant anomalies found. The ins was functionally okay. Final device analysis of the extension revealed the following: no significant anomaly found. The extension was cut through. Final device analysis of the adaptor revealed the following: no anomaly found. Final device analysis of the lead revealed the following: the # 1 conductor was broken 15.6 cm from the distal end of the lead and 0.1 cm from the anchor site. The #3 conductor was broken 23.9 cm from the distal end of the lead.

Event description:
It was reported, the patient¿s pain returned and they lost stimulation coverage. It was also stated, the patient¿s device was replaced and it was not removed for normal battery depletion. It was reported there was no patient injury. It was later reported the patient was pleased with the stimulation coverage they were getting.

Manufacturer narrative:
Product ID 7495-25 lot# serial# (B)(4), implanted: 2000 (B)(6), explanted: 2010 (B)(6), product type extension product ID 74001, explanted: 2013 (B)(6), product type adapter product ID 3888-28 lot# l49788, implanted: 2000 (B)(6), explanted: 2013 (B)(6), product type lead product ID 3887-33 lot# j0443866v, implanted: 2005 (B)(6), explanted: 2013 (B)(6), product type lead product ID 3777-75 lot# serial# (B)(4), implanted: 2010 (B)(6), explanted: 2013 (B)(6), product type lead product ID 37752 lot# serial# (B)(4), product type recharger product ID 7434a lot# serial# (B)(4), implanted: 2004 (B)(6), product type programmer, patient product ID 748951 lot# serial# (B)(4), implanted: 2005 (B)(6), explanted: 2013 (B)(6), product type extension. (B)(4). Analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete.

Event description:
Additional information received reported the patient had sudden leg pain and a loss of coverage from the implantable neurostimulator (ins). It was noted the ins and lead were replaced on (B)(6) 2013. It was further noted that impedance measurements were ok. It was reported that etiology was not due to programming, was related to the device or therapy, and was not related to the implant procedure. It was noted there were no falls, accidents, or precipitating factors. It was further noted the outcome was resolved without sequela.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.